Manufacturer narrative:
An internal investigation was performed, following notification from a customer from france, of the misidentification of nocardia asiatica as nocardia farcinica in association with vitek® ms instrument (ref. (B)(4), serial number (B)(6)). The investigation included a review of the customer¿s submitted data and strain. Fine tuning: the instrument fine tuning status appeared good during the testing on 29 june 2020, but the spot preparation of the calibrator was not optimal. System monitoring is based on the all peaks and good peaks median analysis. In case of high variation (as is the case here), the median is affected and can impact the relevance of this analysis. Spot preparation quality:the sample ¿all peaks¿ values were quite homogeneous, but the calibrator ¿all peaks¿ values were heterogeneous. The calibrator spot preparation quality was non-optimal, knowledge base (kb) review:nocardia asiatica is present in vitek ms kb v3.2. Sample data analysis: the analysis of spectra acquired during these tests shows that the sample ¿all peaks¿ values are quite homogeneous. By reprocessing the customer data with vitek ms kb v3.2, spectra led to single choice to nocardia farcinica. These misidentifications were obtained with low identification scores (-0.38 and -0.39), which is near the limit for giving an identification result vs returning ¿no identification¿ (-0.4). The customer submitted their sample strain for biomerieux internal quality control lab testing. The qc lab tested the sample, with and without the vitek ms nocardia protocol, and obtained a nocardia abscessus result; differing from the customer report. This difference in result could be due to customer's non-optimal spot preparation (colonies difficult to collect). Partial 16s gene sequencing was performed on the customer¿s strain,and the strain was identified as nocardia asiatica/nocardia abscessus. These species cannot be differentiated with partial 16s gene sequencing. The customer issue was not reproduced internally on the vitek ms system and with optimal spotting. The identification obtained internally (nocardia abscessus) was in agreement with the expected identification (nocardia asiatica/nocardia abscessus). Conclusion the root cause was determined to be nonoptimal spot preparation (low ¿all peaks¿ values) due to colony morphology. Based on the internal lab observation, colonies are embedded into the agar. In this case, it is recommended to use vitek ms mycobacteria/nocardia protocol. The investigation conclusion recommended local customer service discuss sample preparation with the customer and provide training materials to help improve their nocardia sample preparation protocol.

Event description:
A customer from (B)(6) notified biomerieux of a misidentification of nocardia asiatica as nocardia farcinica in association with vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer reported that when testing a skin sample of a (B)(6) year old male, vitek® ms obtained nocardia farcinica. The sample was sent to a reference lab that performed sequencing and obtained nocardia asiatica. There is no indication from the customer if this event led to a delay of result or impacted the patient state of health. A biomerieux internal investigation will be initiated.